Event description:
A malfunction was reported with the display of malfunction code 16, and the customer was unable to reset the pump effectively as the issue recurred after an initial reset attempt. The impact on the customer¿s blood glucose level was unknown as the customer declined to provide an explicit answer about their levels exceeding 500 mg/dl. The customer reverted to an alternate method of insulin therapy.